Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was updated: d9. Visual examination of the returned product identified two juggerstitch devices were returned. Sample one was returned and has been cycled 2 times prior to arrival in our lab. The sutures were returned out of the needle and there were no anchors returned. The needle tip has fractured and was returned with the device. Cycled the black button on the handle forward and backward with no issues. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110024773, juggerstitch curved implant; lot#: 66792843. G2: foreign: india. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was attempting to deploy the implant the device failed to deploy the implant. There were no reports of a foreign body retained or harm to the patient. Multiple attempts have been made to obtain additional information. No additional information has been received at this time.